Event description:
It was reported that a pt underwent a abdominoperineal resection of the rectum on (B)(6) 2010 and a reservoir was placed. There was no fluid collected in the reservoir for three days. On (B)(6) 2010, the surgeon disconnected the drain from the reservoir to exchange the reservoir, then fluid came out of the drain. The surgeon exchanged the reservoir for new one which worked normally. After the surgery, the pt experienced fever and a surgical site infection at the surface layer. The surgeon prescribed antibiotics for five days.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.